Event description:
Sleep apnea appliance causing class iii anterior crossbite and proclination of lower anterior incisors with gingival recession and traumatic occlusion. Many different manufacturers custom made.